Event description:
Subsequent to the initial medwatch report, additional information received indicates that the patient experienced a stroke. It cannot be determined if the stroke occurred prior to his hospitalization or sometime during the hospitalization. CT of the head on (B)(6) 2010 showed focal area of hypodensity adjacent to the left hemisphere central sulcus which is new from previous exam. Suspicious that this represents a subacute cortical infarct. The patient's aspirin and plavix were continued. The patient's condition was at his baseline at the 30 day follow-up office visit. There was no additional information provided.

Event description:
It was reported that after post xact stent deployment in the left internal carotid and common carotid artery bifurcation, the patient experienced hypotension, bradycardia and respiratory distress. The patient was treated with atropine, dopamine, levophed, midodrine and intubation. The patient's condition resolved and the patient was discharged six days after the procedure to a rehabilitation facility. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of cerebrovascular accident is a known adverse events listed in the rx xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of bradycardia, hypotension, and respiratory failure are known adverse events listed in the rx xact instructions for use. Additionally, bradycardia, hypotension, respiratory failure resulting in intubation, and non-surgical treatment with medication are listed in the no fault risk assessment as no fault complications. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.